Event description:
It was reported that after an ivor lewis esophagectomy procedure, the surgeon had used the circular stapler and had to take back patients for post-op leaks. Case completed by over sewing. The surgeon removed the device before doing counter-clockwise "release" step. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.